Event description:
Per independent repair center statement, the customer stated problem was: unit will not start. Problem confirmed: yes key failure: power switch defect - won't run/start. Additional malfunctions: sieve bed dusted.